Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she ¿had a sty on his/her os.¿ the pt reported that he/she went to the hospital for this issue and ¿was told that the contact lens caused this.¿ the pt reported that he/she was wearing the acuvue oasys brand contact lens at the time of the event. Multiple attempts were made to reach the pt for additional information. On (B)(6) 2017 the pt called to report that he/she went to a primary care doctor and was told that he/she ¿had a scar on his/her iris.¿ the pt reported that he/she ¿is not sure if it was a stye or a cut in the os.¿ the pt reported that he/she was ¿told to stop wearing the lenses and given naphcon a eye drops to use maybe 2-3 times a day.¿ the pt reported that he/she can see a ¿faint white dot on the iris when he/she looks in the mirror.¿ the pt reported that he/she ¿could feel something in her eye every time she blinked and feel discomfort when wearing the lens and would rub the cls around in her eye and would still feel the discomfort.¿ the pt reported that he/she was wearing the suspect lens for about three days and denies sleeping in the lens. The pt reported that is not wearing lenses at the time and reported that he/she is ¿scared to go back into lenses.¿ the pt reported that he/she ¿was not told to stop wearing lenses altogether, just told to stop wearing those lenses.¿ the pt reported that the suspect lens was discarded. A call was placed to the pts treating physician multiple occasions and additional medical information was requested. A return call was placed to the pt on (B)(6) 2016 and the additional medical information was received as follows: the pt reported that the event occurred in 2016. The pt reported that the eye drops were over the counter drops. No additional medical information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
It was noted on a file review on 09feb2017 that the DHR was mistakenly omitted in the initial MDR filed on 30jan2017. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kwsb was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.